Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, and h2 evaluation information can be found in the following fields: h10 intuitive surgical, inc. (Isi) performed additional device evaluation on the maryland bipolar forceps instrument involved with this complaint. Initial failure analysis (fa) confirmed that the instrument exhibited a herniated wire at the distal end of the instrument at the clevis. The root cause is typically attributed to component failure. The wire extends outwards and exhibited insulation damage and the conductor is exposed. The maryland bipolar forceps instrument shell was removed to inspect the wire path, and the wire was installed as expected per the mpi. The bipolar energy wires did exhibit a sharp bend before entering the instrument main tube, but it is not obvious if the turn was due to the herniated wire snagging on something and being pulled, or if it was due to manufacturing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of dislodged conductor wire at the distal end to be related to the customer reported complaint. The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. No thermal damage was observed. Root cause of this failure is attributed to a component failure. Additionally. The instrument was found to have a broken conductor wire at the distal end and is held by the conductor wire insulation. The instrument failed the electrical continuity test. No signs of thermal damage was observed. Root cause of this failure is attributed to a component failure. The instrument was found to have damage of the conductor wire¿s insulation. As a result, the internal wires are exposed. Root cause of this failure is attributed to a component failure. A review of the instrument log for the instrument (pn 430010-57/lot # u10220504-0016) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2022 on system sp0022. The instrument had 23 uses remaining after last use. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the maryland bipolar forceps was found to have damage of the conductor wire¿s installation with an exposed wire. Although there was no reported patient injury, the failure could cause or contribute to an adverse event.

Event description:
It was reported that during central processing, the customer reported that a wire at the wrist of the maryland bipolar forceps was protruding. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.